Event description:
Pt reports their current freedom pump is not working, stating spring on pump is causing infusing to be extremely slow. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 40gm. Hizentra indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.